Event description:
It was reported that the asymptomatic patient presented via merlin.net. Upon review, it was observed that the implantable cardiac defibrillator exhibited oversensing. The patient will continue to be monitored.